Event description:
While performing a neurosurgical procedure, there was a misalignment of the blade and duraguard of the neuro drill, resulting in a minor tear of the dura. There was no adverse outcome and the pt did well. Unfortunately, rptr was two drills and is unable to determine which was being used at the time. Both were sent for complete serving.